Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Advised patient's mother to perform a paperclip reset. The reported issue was resolved as connections was re-established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.